Event description:
During a ptca procedure for in-stent restenosis located in a saphenous vein graft in the right posterior descending coronary artery, deflation difficulties were encountered. The maverick2 monorail balloon was inflated to 16 atms, however the physician was unable to deflate the balloon. Pt experienced ventricular dibrillation and after two minutes, the removal of all the devices (inflated balloon, wire, guiding catheter and sheath) which dissected the proximal part of the saphenous vein graft. The physician implanted a taxus express2 stent in order to treat the dissection. The pt was stable after the procedure.